Manufacturer narrative:
Visual inspection has confirmed the reported event. The tip of returned product was fractured. The lot number was not provided; therefore, the risk management files could not be reviewed. The device history record review found no non-conformances. A definitive root cause has not been determined.

Event description:
The dentist reported that the tip of the large hex driver broke off inside of the abutment.